Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could find any issue. The device was found to be working within specifications. However, the clamp was replaced as precautionary measure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of electrical venous occluder (evo) not working during procedure. No additional detail was provided and a reportable malfunction cannot be excluded. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2018. The device service history revealed that the involved evo (electronic venous occluder) clamp has undergon a technical safety inspection as part of the preventive maintenance in january 2022, without showing deviations. Taking into account that the unit was found properly working by the livanova field service technician, it cannot be ruled out that use condition at the customer site (e.g. Evo clamp not properly connected to its control panel, wrong tube material used) could have led to the reported event.